Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported having an incision and the strap was hurting the patient. There was no alleged device malfunction contributing to the irritation. The patient reported the that the doctor was aware the device was removed to allow the scarring to heal. Reporting out of abundance of caution. Supplemental report 9/20/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported having an incision and the strap was hurting the patient. There was no alleged device malfunction contributing to the irritation. The patient reported the that the doctor was aware the device was removed to allow the scarring to heal. Reporting out of abundance of caution.